Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing was leaking at the pump segment near upper fitment while transfusing packed red blood cell (prbc). The leak was noted by the rn as drops of blood were found on the floor. Upon further inspection, the rn opened the pump and found the module filled with blood. Although requested, additional information was not provided.

Event description:
It was reported that the tubing was leaking at the pump segment near the upper fitment while transfusing packed red blood cell (prbc). The leak was noted by the nurse as drops of blood were found on the floor. Upon further inspection, the nurse opened the pump and found the module filled with blood. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of set leaking at pump segment was confirmed. The two photos provided by the customer shows fluid leaking from the silicone segment near the upper fitment. The root cause of this failure was not identified as no product was returned.